Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 301948, lot 812246, to investigate for this record. A leakage through the plunger rod was observed in the provided photo. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It has been reported that the bd¿ syringe with needle has been found experiencing leakage before use. The following has been provided by the initial reporter: on august 12, 2019, received a complaint from head nurse. The material# 301948 syringe, found leakage from barrel in the dispensing process, and the drug was a dangerous drug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe with needle has been found experiencing leakage before use. The following has been provided by the initial reporter: on (B)(6) 2019, received a complaint from head nurse. The material# 301948 syringe, found leakage from barrel in the dispensing process, and the drug was a dangerous drug.